Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a message stating that the pump could not charge and needed another power source. The customer attempted to charge the pump using multiple outlets and power sources. Tandem technical support was unable to perform troubleshooting because the event occurred in the past, however the customer stated was able to charge the pump after a few hours. There was no impact to the customer's blood glucose level.